Event description:
Account reports leaking at the female end of the lever locks. States they have had no chemo spills as the leaking was discovered during the "pre-med" phase when they are giving saline and/or antiemetics. No pt. Injury reported or chemo spills.